Manufacturer narrative:
Based on its lot number the rasp has potential field age of approximately 14 years. The instructions for use included with the rasp states "do not subject instrument to high loads and/or impact as breakage can occur." The fracture is most likely due to exposing the tip to greater than anticipated loading that may have been exacerbated by its repeated use over its life in the field. However, an exact cause could not be determined with the provided information. As returned the rasp is fractured at the tip. The hardness of the rasp was tested and is within specification. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon started to ream the canal and the reamer tip snapped off. The tip was removed from the canal.